Manufacturer narrative:
The subject device has not yet been returned. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that evis exera iii colonovideoscope exhibited an e315 error code. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed however, is likely. The root cause of the event could not be determined though it was likely due to the plug unit corrosion due to insufficient drying of the device before use. Due to the corrosion, electrical connection became unstable which led to temporary occurrence of error message e315 at the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device evaluation also found that the light guide lens was chipped, the objective lens was cracked, the plug unit was corroded, and the bending angulations were out of specification. However, these defects alone are not considered severe enough to cause a potential adverse event. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.